Event description:
Info received indicates the bed has hydraulic problems, no head up or foot hi/low up functions. All other functions are working.

Manufacturer narrative:
The technician replaced the solenoid valve stems for the head and foot hi/low to repair the bed.